Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on his insulin pump. He stated he fell into the water yesterday and was able to dry the device. Today he received a meter blood glucose alert and could not clear the alarm. Replacing the battery did not resolve the issue. Customer's blood glucose is 160 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.